Manufacturer narrative:
Follow-up #1: date of submission 09/21/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/27/2015 with the following findings:the returned battery cap secured to the pump but the pump would not power on. The battery cap contacts were within required specifications. The battery compartment was cracked and there was evidence of moisture corrosion found inside the battery compartment. Leak testing revealed a leak at the battery compartment cracked. Additional testing could not be completed due to inability to power on the pump. The pump casing was removed and there were no internal defects found. Unrelated to the original complaint, investigation revealed that the keypad cover was peeling.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had no power and the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.